Manufacturer narrative:
Zimmerbiomet complaint number : (B)(4).

Event description:
It was reported that the implant fractured. The site was grafted at the time of removal. Tooth location 30.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp,tsv,3.7,10,mtx,mg (tsvtb10) was received for investigation. Visual inspection of the returned product identified fracturing of the implant collar as reported. The reported device was located on tooth # 30 and was used for approximately 4 years. Pictures or x-ray images of the implant in the osteotomy were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported implant fracture. The reported complaint was confirmed through visual inspection of the product. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, expiration date, UDI, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Event description:
No further event information is available at the time of this report.